Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after the tube is removed, a small piece of the essure is protruding from the cornua') and uterine perforation ('perforation (uterus)') in a (B)(6)-year-old female patient who had essure (batch no. D13337a/log161876,d13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2014, hallucinations, multigravida, multigravida, parity 2, nausea in pregnancy (on zofran), vomiting in pregnancy (on zofran) and spina bifida. Concurrent conditions included anxiety, fertility female increased, shoulder arthroscopy and tonsillectomy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 months 29 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and grasped and removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation and weight increased outcome was unknown. The reporter considered device breakage, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded); on (B)(6) 2016: left tubal occlusion. Contrast seen past the micro-insert on the right side with free spill into the peritoneal cavity. Concerning the injuries reported in this case, the following one/ones were described in medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concurrent condition and lab data essure start stop date and the event injury replaced with perforation(uterus), device breakage and weight gain were added incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.